Event description:
A referral form was provided for patient's replacement surgery due to high lead impedance. Review of available programming data does not indicate high impedance. No additional relevant information has been received to date. No known surgical interventions have occurred to date. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2018 via physician notification letter.

Event description:
There were no recent falls or trauma that contributed to high impedance.